Manufacturer narrative:
Results: inherent risk of procedure (endoleak, kink). Conclusion: operational context contributed to event (tissue contributed to difficulties).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was implanted, there was a small proximal type 1 endoleak. After it was ballooned, there was still a small endoleak present. The heparin was reversed and the patient was discharged. The physician thinks the endoleak will resolve. Additionally, the tapered tip of the bifurcated stent graft was difficult to pull into the body of the graft, but it was eventually removed. Upon evaluation of the delivery system, it was noted that the distal portion of the graft cover was crimped and twisted. It is unknown how and when that happened, but the physician was using a twisting sort of motion to free the tapered tip as it was being pulled through the bare springs. Also, there was a small piece of tissue on the distal end of the graft cover. The initial concern was there might be a dissection of the iliac, but it was confirmed by angio gram that the integrity of the arteries was intact and there was no dissection or tear noted. No clinical sequelae were reported, and the patient is fine. Evaluation summary: the thumbwheel was returned to its starting recapture position. There was a 2 mm gap between the external slider and front grip. There was a 7 mm gap between the tapered tip and the edge of the graft cover. There is a large 1 cm long of severe kinks/accordion of the graft starting 1 cm from the distal end of the graft cover. The graft cover ends directly at the distal end of the spindle. Upon further investigation, a large piece of tissue was found to be pinned between the spindle and the sleeve. Severe kinks were noticed on the distal end of the graft cover. The cause of the kinks is most likely due to a large piece of tissue/thrombus that prevented the tapered tip and spindle from recombining fully with the graft cover. Pulling force while attempting to remove the delivery system caused the observed damage to the graft cover.